Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would not properly connect to the infusion set tubing. Blood glucose level at the time of the incident was 147 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir¿s snap-cap width dimension. Also, using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock/release properly.